Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that when opening the box containing the four 1sp units, the customer discovered that the adhesive on the side of one of the inner 1sp boxes became undone before use.